Event description:
It was reported that this pacemaker was operating in safety mode, permanently limiting device function. As a result, this pacemaker was replaced and is expected to be expected to boston scientific for analysis. No additional adverse patient effects were reported.